Manufacturer narrative:
Correction to section h6 impact codes, code f15 was removed and replaced with code f24. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a farapulse pms study, the patient experienced an atrial tachycardia on (B)(6) 2025. The patient had a pulsed field ablation (pfa) procedure on (B)(6) 2025. No further action was taken. The device is not expected to return as it was disposed. No further information is available.

Event description:
It was reported in a farapulse pms study, the patient experienced an atrial tachycardia on (B)(6) 2025. The patient had a pulsed field ablation (pfa) procedure on (B)(6) 2025. No further action was taken. The device is not expected to return as it was disposed. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.